Event description:
Lead had damage near the device header. It was over sensing noise. The doctor tried to do a revision, when he unscrewed the pins and tried to remove lead from the device, the lead came apart. He was unable to remove the pins from the device. He capped the remaining portion of the lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.